Event description:
During a laparoscopic assisted open radical nephrectomy, the device was used to attempt ligation of the renal vein. The device was placed in an appropriate fashion around the renal vein to the apprropriate depth. The device was engaged and upon its firing, it misfired without causing ligation or transection of the vein. The cassette had a malfunction which sheared the posterior branch of the renal vein, causing an acute onset of active bleeding. The staples also fell into the wound. It was felt it was unable to be controlled laporoscopically, so was aborted and converted to an open procedure. After the open procedure was performed, the pt was stable. The device was discarded.